Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the user facility report ((B)(4)) from the (B)(6) registry. The report indicated that the pt was admitted due to lvad thrombus and as a result, was being treated with anticoagulation. The pt presented with left sided weakness as well as left facial droop. It was determined that the pt had two right sided intraparenchymal hemorrhages that reportedly caused a mass effect and subsequently progressed. The pt subsequently expired.

Manufacturer narrative:
The device will not be returned to the MFR for eval. No additional information is available at this time. A supplemental report will be submitted when the device analysis is completed.